Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 1 others complaint regarding the lot number 10320326. Checking the quality database revealed no anomaly in connection with the described defect. The investigation is not yet complete. A follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the suction function was defective.